Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was reviewed, and the following was observed: tortuosity and calcification are present in the patients access vessel (right side). Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported resistance event was confirmed based on review of the provided imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as severe iliac tortuosity was reported. In addition, calcification was observed per imagery review. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The reported liner puncture was unable to be confirmed due to no device nor relevant imagery returned for evaluation. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as the delivery system and valve were noted to need more push force to advance then normal. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath liner making it more susceptible to damage as the delivery system with crimped valve is advanced through. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 29mm sapien 3 ultra resilia valve in the aortic position. A 16fr esheath was inserted into the right leg over a lunderquist wire because a severe iliac tortuosity. A 29mm commander delivery system with a 29mm s3ur was inserted over an amplatz extra stiff wire into the sheath and was noted to need more push force to advance then normal. Using fluoroscopy to examine the access site, it was noted that the delivery system was outside of the mid portion sheath through the seam and through the iliac artery. An angiogram was performed showing a right iliac perforation and vascular surgery was called. Patient began to get hypotensive and an abdominal aorta occlusion balloon was inserted to stabilize the blood pressure. The patient was transferred to the or where the devices were removed. A aorta/fem bypass was performed and the patient was transferred to the unit in stable condition. The patient did not receive a new valve. The patient passed away during recovery.

Manufacturer narrative:
Investigation is underway.